Manufacturer narrative:
A visual analysis of the returned device revealed a leak in the sheath tubing. However, the alleged complaint of fluid overflow could not be duplicated nor confirmed.the lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.

Event description:
It was reported to boston scientific corporation, that a hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure. During the procedure, there was a fluid overflow. The physician completed the procedure with another procedure set and there were no patient complications. However, the patient returned for follow up and presented with a vaginal burn. The burn was treated with silvadene cream and the patient condition was reported as "fine".